Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level in the 500 mg/dl range and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the cause for the reported issue was unknown. Customer continued to use the pump for insulin therapy.